Event description:
(B)(4). It was reported that the catheter was difficult to remove. Upon removal a mushroom/cuff was observed on the balloon. Per mw 26330200000-2013-8028: pt is a scoliosis pt who had just undergone surgery. An 8 fr silicone foley catheter was being used on the pt. Standard removal was being performed; the balloon was deflated, initial slow pressure was applied to remove the catheter. Resistance was met; lidocaine lubricant gel (uroject) was obtained and 1ml was inserted at the tip of the penis and clinician waited for one minute. The clinician pulled and still met resistance with moderate pressure applied. Additional lidocaine gel was inserted and the clinician waited for 3 more minutes. Moderate resumé was applied to finally remove the foley. The pt tolerated procedure well, and a ring was noted at the tip of the catheter upon removal.

Manufacturer narrative:
The original sample was not returned, however, photos of the sample were provided. Based on examination of the photos, the reported issue of mushrooming was confirmed. Due to no physical sample being returned for evaluation, the functional and dimensional evaluation cannot be performed. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).